Event description:
Customer stated that the product made noise and stopped working during a procedure. The procedure was completed using the same drill. There was no medical intervention required. There was a 1 hr delay in the procedure.

Manufacturer narrative:
The device is available for eval and it has reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.